Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The medium-large clip applier instrument would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi), made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, by the customer noting clipping issues on the medium-large clip applier. An investigation was completed to determine the cause of this reported event. The medium-large clip applier instrument was analyzed and found failure analysis investigations, they were able to replicate and confirm the reported issue. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The medium-large clip applier instrument failed the clip test due to misapplication of the clip. The medium-large clip applier was placed and driven on an in-house system. The medium-large clip applier instrument passed the recognition and engagement tests. The medium-large clip applier was able to retain clip through engagement, but cannot apply the clip in all three attempts. Additional observation(s) not reported by site: the medium-large clip applier instrument was found to have both grips bent, and the tips does not align with the other grip. The medium-large clip applier was unable to release the clip. Due to bent grips; bent grips with an offset of more than 0.05 is attributed to damage during use. As moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint was confirmed. Based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test, due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement, but cannot apply the clip). This complaint is considered a reportable event, due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank. Because the product is not implantable. Field e4 is blank. Because it is unknown if the initial reporter submitted a report to the FDA.